Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with twitching in the chest. The patient alleged potential noise or fracture, while the physician alleged loss of capture on the right atrial lead. The physician capped and replaced the lead on(B)(6) 2020. The patient was in stable condition.